Event description:
It was reported that the patients implantable pulse generator (ipg) site was red and inflamed and stimulation was no longer adequate. X-ray also revealed that the paddle lead had pulled out of the epidural space. The patient underwent a spinal cord stimulation (scs) explant procedure. Nothing to be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7074749. UDI: (B)(4).